Event description:
The device was returned to the MFR with no accompanying paperwork. The pt was listed as "expired" in the MFR's device registration system. No cause of death was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.